Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted that on an unknown date, the matrixmandible plate-bending pliers had the teeth broken off in the mouth. It is unknown when this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the instrument was unilaterally broken off in the area of the bottom limit stop 2.5 / 2.8. We know that this is a very delicate design, especially with three different thicknesses limit stops. We assume that the implant was not picked up/positioned accordingly and therefore the limit stop is broken off.